Event description:
A pt, with brown iris, experienced iritis in the left eye after having undergone the implantation of a ceeon lens. The adverse event was treated with prednisolone acetate and diclofenac sodium, both administered by oral route, three times a day. In 2002, the pt had undergone the implant of a lens in the right eye without any complication. At the time of this report, the pt had not recovered.